Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The field service technician found during testing that the display was not visible. The inverter board was replaced with a known good one and the display was visible. Vent passed initial final test and initial alarm volume test with known good inverter board installed.

Event description:
The customer reported the model palmtop ventilator (ptv) enve had a dark display screen during pre-use.